Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that for approximately (B)(6), the patient experienced her stimulation spontaneously turning on and off. The pattern was very inconsistent. Troubleshooting took place multiple times, but the cause could not be identified. However, impedances were sometimes low at <50 ohms on electrodes 4 and 5. The neurostimulator and extension were replaced (the battery was depleted and was replaced with a neurostimulator model 37713); however, the inconsistent stimulation continued. The octad lead was then replaced and stimulation and impedances were normal. The patient incurred no injury and was fine. Refer to manufacturer report # 3007566237-2011-06139 for report on subsequent device model 37713.